Manufacturer narrative:
According to our resources, the lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 3000 ohms and no capture could be obtained. No adverse patient effects were reported.